Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated. The device case was opened and the battery voltage was measured. The voltage was 1.34 volts which is too low to support critical device function. No memory was retained due to the level of battery depletion. Visual examination of the internal components noted one of the resistor array components was loose within the circuitry. It is unknown when this part became loose but if it was loose while the device was implanted, this would have resulted in a slightly higher than normal current drain. The resistor array component was put back in place and an external power supply was connected to the device. The voltage was slowly increased while monitoring for high current drains. None were noted. Once the voltage had been increased, the device was successfully interrogated. Testing revealed normal pacing output. This device had been implanted for 13 years and the state of battery depletion was most likely due to normal device use. Analysis did not identify any device characteristics that would have caused or contributed to the patient¿s death.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired. An attempt to interrogate the device in the field was made, however was unsuccessful due to the device being past expected longevity. The time and cause of death were unknown. There were no allegations against device functionality.